Event description:
It was reported that a user missed a meal announcement while using the ilet, after which blood glucose rose to 339 mg/dl. The user appropriately did not enter a late meal announcement and received troubleshooting and education regarding meal announcements and hyperglycemia management. Symptoms included hyperglycemia. Outcomes included transient high glucose without hospitalization. Investigation included user counseling on correct meal announcement use and review of device use and event chronology. Investigation of this case revealed no device malfunction and indicated user-related use error associated with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement adherence.